Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device unit failed to reach desired pressure settings. The event occurred during set up/inspection for use. There was no patient involvement.

Manufacturer narrative:
Additional information: d9 (date returned provided), h4 (manufacturing date). This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure, unit failed to reach desired pressure settings - pressure problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation was: - degraded circuit board. Based on the results of the investigation, the root cause of the degraded board could not be identified. Additionally, since the customer allegation was not confirmed during the evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Investigation identified: - degraded valves and circuit board should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.